Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7, with a highest cgm reading of 218 mg/dl for about one hour and a concurrent downward trend, after not announcing a popsicle, crystal light, and watermelon; no fingerstick confirmation was performed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included review of user communications and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, specifically failure to follow instructions for meal announcements; the device component implicated was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.